Manufacturer narrative:
Batch review performed on 19-sep-2022: lot 2118112: (B)(4) items manufactured and released on 20-jan-2022. Expiration date: 2027-01-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional device involved: batch review performed on 19-sep-2022: mectacer 01.29.201 biolox delta ceramic ball head 12/14 ø 28 size s -3.5 (k112115) lot 2115832: (B)(4) items manufactured and released on 22-feb-2022. Expiration date: 2027-02-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 1 month after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.